Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, a decrease pacing lead impedance measurements from 550 to 341 ohms and a decrease in sensing from 10 to 8 millivolts (mv). A lead dislodgement was suspected. The patient was to have an x-ray, however our field representative was unable to confirm if the x-ray occured. Subsequently a revision procedure was performed where the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.